Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message was a corrosion of the plug unit. The most likely cause of the burned lens was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed an e216 scope communication error message and the light guide lens was burned. There was no patient involvement.